Event description:
On an unk date, it was reported that cusa excel failed. The surgical fluid waste got sucked into the suction motor, which created a short circuit in the control board and irrigation motor controller board. The suction motor, suction controller board, irrigation motor and it's controller boards were found to be faulty.

Manufacturer narrative:
Based on the reported information, the findings were as follows: customer error in setting up the console. The aspiration and irrigation tubing have different diameters and are also color coded. The only way that pt body fluid could be inputted to the suction motor was for the tubing to be connected to the wrong input, either by force or via an adapter. The instructions for use (IFU) clearly states how the console should be set up. The incident was user error and not product failure. Intergra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.